Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing noise and high rate non-sustained ventricular tachycardia (vt) episodes. In addition, t-wave oversensing (twos) was detected. The sensitivity was reprogrammed and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and rv (right ventricular) oversensing.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.